Event description:
Boston scientific was notified that during a procedure when the physician delivered the matrix soft-2d coil into the right p-com aneurysm, felt high resistance. The physician retrieved the subject device out of the microcatheter and noticed that the main coil had separated from the pusher wire. No complications were reported to have occurred with the pt during this event.